Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the issue was confirmed using system logs, which recorded recurring error c-33 and m-18. The erbe was tested using the system, error c-33 startup, and a review of the internal erbe log additionally showed error c00, m-11 and m-31. The complaint regarding errors c-00, c-30, m-11 was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the or staff grace reported erbe error c-00 c-30 m-11 generator has to be power cycled to continue and is starting to happen more often and would like the erbe generator serviced fse to follow up with the clinical coordinator. Erbe is currently working and backup plan site is looking for force triad generator and energy activation cable, or may consider changing out the tower. The caller is not certain they have the cable. It is unknown how they proceeded in terms of a generator.